Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value was 125 mg/dl. Nothing further reported.